Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the button detached from instrument. Another device was used in order to resolve the issue and complete the case. There was no patient injury.